Manufacturer narrative:
Concomitant medical product: model: addr01, ipg; implanted: (B)(6) 2008.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited low impedance levels. White the patient's right atrial (ra) lead exhibited high thresholds, non-capture and it was verified via fluoroscopy that the ra lead had dislodged and pulled back into the svc. Both the rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.